Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause/resolution, date of event and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient had been experiencing intermittent connection issues with their recently implanted insertable cardiac monitor (icm) device. Boston scientific technical services (ts) provided troubleshooting guidance but were unable to resolve the issue; hence, the patient stated they would get a diagnostic x-ray to attempt to locate their device. Subsequently, the boston scientific field representative contacted ts to inform a chest x-ray had been performed, and no icm device was found to be implanted. Evidence suggests the icm device came out from the patient. No further action is expected at this time. No additional adverse patient effects were reported. This icm device is not available for return.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, exact date of event (field b3 from section b. Adverse event/product problem) and product return status. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing intermittent connection issues with their recently implanted insertable cardiac monitor (icm) device. Boston scientific technical services (ts) provided troubleshooting guidance but were unable to resolve the issue; hence, the patient stated they would get a diagnostic x-ray to attempt to locate their device. Subsequently, the boston scientific field representative contacted ts to inform a chest x-ray had been performed, and no icm device was found to be implanted. Evidence suggests the icm device came out from the patient. No further action is expected at this time. No additional adverse patient effects were reported. This icm device is not available for return. Additional information indicates a new icm device was implanted in this patient as replacement.